Event description:
The tubing with the blue clamp will not flush. Manufacturer response for trifurcated swan-lock extension set with filter and swan lock extension set with filter, codan (per site reporter) : codan product mailed to manufacturer. No response at this time.